Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It is alleged by the customer that during a trio procedure, the screwdriver broke and the tip stood inside the screw.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the trio pedicular screwdriver shaft fractured tip could not be confirmed, since the product was not returned and product photos were not provided. This event occurred intra-op but there was no reported surgical delay or adverse consequences to the patient. Due to the lack of manufacturing records, we are unable to determine the exact manufacturing date. However, based on the first 2 digits of the reported lot #, this product was most likely manufactured in 2004. Several similar previous events have indicated a root cause for the fracture to be overload. Since this product has been in the field for approximately 10 years, it is safe is assume that instrument fatigue and stress over that time could have lead the tip fracture. However, the cause of this event cannot be conclusively determined since the product was not returned. Conclusion: the cause of this event cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It is alleged by the customer that during a trio procedure, the screwdriver broke and the tip stood inside the screw.